Event description:
It was reported by the patient, "it constantly alarmed during the first few hours I spent in my hospital room and woke me up often at night when I shifted my sleeping position. I was finally provided instructions for resetting the device when it alarmed because it registered the line was obstructed/occluded. During my stay I discovered that any time the feed line was allowed to have an uphill slope that any movement of the line in an upward direction caused backpressure on the line and set off the alarm. On one occasion the respiratory therapist came in to talk to me and when I moved my arm for him to place a blood oxygen sensor on my finger and the alarm went off. He yelled to the nurse, ¿dont worry he only moved his arm.¿ by the end of my stay I was almost ¿ at one with my pump¿. We had bonded. Keep the slope on the line downhill, if the device starts to show the backpressure in the tube going up give the tubes a gentle bounce and tap the area around the PICC line, keep a downhill run on the tube and lay very still at night or the machine will blare an alarm." There was no reported patient harm. Patient was being given normal saline.

Manufacturer narrative:
The reported issue that the lvp module alarm issue could not be confirmed; no product or device logs were returned for investigation. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause cannot be determined. A review of the device history record showed the device had a manufacture date of 10jun2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, the affected device has not been received.

Event description:
It was reported by the patient, "it constantly alarmed during the first few hours I spent in my hospital room and woke me up often at night when I shifted my sleeping position. I was finally provided instructions for resetting the device when it alarmed because it registered the line was obstructed/occluded. During my stay I discovered that any time the feed line was allowed to have an uphill slope that any movement of the line in an upward direction caused backpressure on the line and set off the alarm. On one occasion the respiratory therapist came in to talk to me and when I moved my arm for him to place a blood oxygen sensor on my finger and the alarm went off. He yelled to the nurse, ¿don¿t worry he only moved his arm.¿ by the end of my stay I was almost ¿ at one with my pump¿. We had bonded. Keep the slope on the line downhill, if the device starts to show the backpressure in the tube going up give the tubes a gentle bounce and tap the area around the PICC line, keep a downhill run on the tube and lay very still at night or the machine will blare an alarm." There was no reported patient harm. Patient was being given normal saline.